Event description:
It was reported that in 2008, the pt underwent a surgical procedure to debride an area of skin breakdown on the right side of his head behind his ear where the extensions had caused irritation. It had been the second or third time that he had undergone this type of debridement for the same site despite testing negatively for signs of infection. After the most recent procedure, the pt reported a return of tremor in his right hand and various shocking sensations on the right side of this body from his face to his foot. His neurologist advised the pt to turn off his neurostimulator until the system could be evaluated. Four days later, the pt was still in the hospital and electrode impedance testing revealed open circuits, all unipolar impedances showed >4000 ohms. The impedances were repeated several times at various parameters with the same result. All the impedances for the right brain lead were within normal limits. Later that day, x-rays were reviewed and it appeared to indicate a kinked or broken lead that corresponded to the left brain implant. About the same time, the hcp received lab results which indicated that the pt's head/neck wound tested positive for an infection. The plan was to remove all of the pt's implants the following week, treat the infection with a course of antibiotics, and look at repeating surgery in a couple of months. See manufacturer's report #6000153200801248. Approx 3 weeks later, the pt's wife reported that the system was removed due to erosion and the pt hoped to have the deep brain stimulation system implanted again. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
.